Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch while charging, allegedly causing customer to experience "high [blood glucose levels] within a few hours...[and] requiring her to replace her ifs prematurely." No exact blood glucose (bg) value was provided, however. Multiple follow-up attempts were made by tandem technical support to obtain further information and complete troubleshooting; however, no response was received.